Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings:a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the complaint were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump displayed 206 units after the rewind step was performed. The pump case was removed and no intermittent conditions were found to the motor flex or assembly. There was no debris found inside the cartridge compartment. The complaint that the pump was rewinding beyond the maximum threshold was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump rewound to 370 units, which is beyond the maximum threshold for the cartridge piston. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).